Event description:
Pt was a (B)(6) male with right middle cerebral artery (mca) m1 occlusion. Physician made one pass with a merci retriever v 2.0 soft. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after treatment. A hemorrhage was noticed at perforator (s) of right m1 after procedure. No medical intervention was performed. The physician believes that the cause of the hemorrhage may have been due to the pulling force applied to the vessel which resulted in damage to perforator(s) while withdrawing the merci retriever. Also during procedure, 43.8 mg of tissue plasminogen activator (t-pa) was administered to the pt.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 soft device could not be reviewed.